Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument got stuck in the trocar and broke at the shaft, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.091¿ x 0.116¿ was not returned with the instrument. The missing piece would have been located at the base of the main tube closest to the housing. The complaint regarding the medium-large clip applier instrument getting stuck in the trocar and breaking at the shaft was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure the medium-large clip applier instrument engaged and registered correctly. When the medium-large clip applier instrument was inserted for the second time, it was getting stuck in the trocar causing it to break at the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter did not have any further information about the reported event.